Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead high voltage shock impedance measurement had increased to out of range three months earlier. It was noted that the shock impedance had been gradually increasing and then following two shocks one month prior it decreased but started to increase again and then went out of range. The delivered shock impedance measurement was within range, however the current daily impedance measurements were greater than 145 ohms. Boston scientific technical services (ts) discussed that this could indicate a physiologic change or calcification around the coil. At this time the clinic will continue to monitor the patient and the rv lead remains in service. No adverse patient effects were reported.